Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery pack and high voltage system were checked and found to be out of specification. The collimator aperture was adjusted. The sys was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's collimator was out of alignment. No pt injury was reported.